Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(6). Baxter healthcare: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. The leak was further described as ¿fluid on the table under the cycler¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.